Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had infection at the lead insertion site. It was noted that the patient had low grade fever and pain at the procedure site. The patient was prescribed intravenous antibiotics. The physician believed that the infection was procedure related and not device related.